Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.

Manufacturer narrative:
A steris service technician inspected the processor and found the hose to be damaged at the outlet of the hot water booster unit. The technician replaced the hose, ran diagnostic and processing cycles and confirmed the processor to be operating properly.